Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one opened device and outside of its packaging. The jaws were open. Staple pushers were up distally. A piece of tissue could be seen between the jaws. Several loose staples could be seen between the jaws. Some of the loose staples appeared to be over crimped and malformed. It was reported that there was a staple formation issue, and the staple line was incomplete. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws will not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo noted one reload opened and outside of its packaging. The jaws were open. Staple pushers were up distally. A piece of tissue could be seen between the jaws. Several loose staples could be seen between the jaws. Some of the loose staples appeared to be over crimped and malformed. The visual inspection of the returned device noted that the reload was fully fired. The clamping mechanism was deformed. During functional testing, the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding. The reload interlock was tested and was found to function properly. It was reported that the jaws would not close completely, the staples did not form properly, and the staple line was incomplete. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if there is application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal, or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, when closing the reload on the patient's tissue, the reload did not close completely. There was no indication of failure on the display. The stapling was then activated but at approximately 30mm, the stapling failed. The stapler did not complete the staple line successfully in the tissue. When the reload was opened, it was found that 1/3 of the staple line did not fix in the patient's tissue. Some of the proximal and distal staples were deployed but stayed in the cartridge and were not stapled in the tissue. Some staples also did not form a proper b-shape. Another reload was used to complete the case.